Event description:
This event was reported as leaflet disruption & calcification.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed extensive calcification within one cusp which resulted in stenosis of the effective orifice area, convoluted cusp and incomplete coaptation. Host tissue overgrowth encroached onto each cusp and fused one attachment site, contributing to stenosis of the valve and the convoluted cusps. X-ray analysis revealed extensive calcification within the belly of one cusp. Additionally, oen focus of calcification was noted in the belly of another cusp. Slight stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis